Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Healthcare professional later reported "hole, non-specific." Patient undergone capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported "ruptured" and "grade 3 capsular contracture". Later, healthcare professional reported "areas of calcification". Later, healthcare professional reported "undeterminable amount of fluid is present mixed with free silicone" and "some seroma fluid is present within the pocket but unable to be isolated due to the free silicone". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.